Event description:
Account obtained discrepant results for our patient sodiums. Initial results were 138, 128, 124 and 129 mmol/l. When tested on another instrument the results were 144, 134, 130, and 137 mmol/l. The incorrect results were not used to guide treatment. The field service representative found the mix tower was defective and repaired the instrument by replacing the mix tower.